Event description:
Hair found in sterile packaging when setting up for surgical procedure in the operating room. Surgical case delayed, breakdown of table and reset required once hair found caused evidence of sterile process being broken.